Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging the insulin pump for possible under delivery. The customer also experienced a high blood glucose level was 25 mmol/l. It was reported that the customer experienced symptoms related to high blood glucose such as nausea and headache. The customer was assisted in troubleshooting. The insulin pump will not be returned for analysis.